Manufacturer narrative:
The event unit was returned for evaluation. Upon inspection, engineering was able to confirm the customer experience. The root cause of poor handle performance is a rivet being pressed too tightly in the manufacturing process. Production has been retrained on the rivet process in addition to a retrain in identification of rough scissor blade actuation. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown - "new scissor was unpacked during procedure; obvious ratcheting scissor handel on opening & closing the blades, no smooth movement of the handel as supposed. Scissor was set aside and not used during procedure because of this." Patient status - ok.